Event description:
Massive artifacts at 15 seconds into all ablations for EKG signals, avf(acute ventricular failure), ventricular and distal ablation. EKG patches changed, cables changed and separation of cables done without resolution of the problem. The defective grounding pad was changed and the problem resolved. Staff noted that the grounding pad had a crimp in it and suspect that this led to the problematic readings.